Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission and then in clinic, noise and low pacing impedance were observed on the atrial lead. Programming change was made. The patient was stable.

Event description:
Additional information received notes low pacing impedance and no sensed p-waves on the atrial lead. The physician elected to cap and replace the atrial lead on (B)(6) 2023. The patient condition was stable.